Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad trace. Failed battery test alarm was not verified due to the down button being unresponsive. Moisture damage was found on electronic and motor assembly. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer was on vacation and accidentally went into the pool with the insulin pump on. Buttons on the pump were not responding. Customer's blood glucose level was 181 mg/dl. Customer stated that the pump was exposed to water. Customer also had a failed battery test. Customer did not receive a failed battery test during troubleshooting. Customer was advised to monitor the pump. Insulin pump will need to be replaced due to fluid/moisture exposure. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.